Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient observed that the pump was delivering an inaccurate amount of insulin, resulting in high blood glucose values above 450mg/dl. The patient was admitted to the hospital on (B)(6) 2022. According to the patient she was not given any medication. She had experienced high blood glucose values but she kept using the pump for insulin corrections and had no outside insulin corrections. Test results at the time of the incident showed no infection. No insulin leaks were observed. The patient reported to not having changed any settings, nor omitted or canceled any bolus. The patient believes the amount of insulin the pump is delivering is not accurate. The patient could be discharged from hospital on (B)(6) 2022.